Event description:
It was reported that during a stent procedure the delivery system ruptured, causing a dissection distal to the newly implanted stent. An additional stent was deployed to treat the dissection. The pt remained stable throughout the procedure and is doing well as of the date of this report.